Manufacturer narrative:
Event date was estimated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a driveline repair in (B)(6) 2018.

Manufacturer narrative:
This driveline repair was already reported under MFR #2916596-2018-04515.